Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally input 179 instead of 79 as a blood glucose (bg) value when delivering a bolus. The customer was able to cancel the bolus and re-enter the correct bg value. There was no impact to the customer's bg level. Tandem technical support educated the customer on navigating bolus features and settings.